Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator displayed a pressure regulation high alarm. The device was in clinical use. The patient was removed from the unit without incident. Therapy was delayed; there was no harm reported. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirmed error code 1009 (pressure regulation high)in event log. The be pvt tested for pressure and flow; the device passed successfully. The be requested troubleshooting recommendation and inquired whether the issue was related to the recall activity. The rse advised the be that the alarm displayed was not related to a recall and to perform extended run at original parameters in effort to reproduce the alarm. If the error is duplicated, replacement of the da (data acquisition) pcba was advised. If no problem found, the unit could be returned to service. Part details provided. The customer be reported the issue was reproduced and the da pcba was replaced as recommended. However, the issue was not resolved and the device is currently awaiting receipt of a mc (motor control) pcba. The repair for this unit cannot be conducted at this time due to the part(s) being on back order with no estimated time of arrival. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.